Manufacturer narrative:
Unit was received with crack case on all four corner near display window. Pump received with no up button response due to corroded up keypad trace. No ramping numbers on their own anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.